Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77 year old female undergoing high risk percutaneous coronary intervention (hrpci) presented in a pre support clinical state consistent with scai shock stage c. A surgical attempt was made to place an impella 5.5 via the left axillary artery; however, the device could not be advanced due to resistance within the axillary artery, consistent with known vessel tortuosity and vessel diameter <7 mm. The clinical team subsequently attempted insertion of an impella cp through the same left axillary graft, but this device was also unable to traverse the axillary artery. During these attempts, the patient acutely decompensated, progressed to cardiac arrest, and cardiopulmonary resuscitation (CPR) was initiated. The decision was made to transition to left femoral artery access, and an impella cp was successfully implanted and initiated without delivery related device malfunction. Despite ongoing CPR and active device support, the patient continued to deteriorate. The event was primarily related to patient anatomy and clinical condition rather than device malfunction. Both delivery challenges¿initially with the impella 5.5 and subsequently with the axillary cp attempt¿occurred due to inability to pass through the patient¿s vasculature. The patient expired on support.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the air embolism was not determined due to insufficient clinical details and no product return. The cause of the difficulty to advance through the axillary artery was determined to be patient condition related since both impella 5.5 and impella cp were not able to advance due to the tortuous vessels but was able to advance through the femoral artery.